Event description:
An oxygen concentrator made by drive has caused illness and death to a patient at my company. I have reported the case to my employer and to drive. Neither company has made an effort to test or recall the equipment. I have personally found 3 drive concentrators that are not creating oxygen and the machine is not alarming or signaling the patient. Drive instructed my company to throw the machines away and will replace them. My company still has many of these machines in patient's home and have not recalled them, even after my requests to do so.